Manufacturer narrative:
Other applicable components are: product ID 977c165 lot# serial# (B)(4) implanted: explanted: product type lead product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that after insertion, the device malfunctioned and/or dysfunctioned, which necessitated emergency surgery for its removal. As a result of this, the patient was presently a paraplegic. No further complications were reported or anticipated.